Event description:
Healthcare professional reported pump beeped "and it said it the infusion was complete, but the IV bag was still full." Pump set to infuse 200ml/hr (100ml bag) to infuse over 30 min. Medication being infused was vyepti. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Pump z800f serial number (B)(6) completed a 20 ml infusion with a flow rate deviation of 2.24% which is within passing criteria. Reported issue is not confirmed. Pump meets passing criteria.